Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of needing assistance finding the basal rates on insulin pump. Customer's blood glucose was 50 mg/dl. Customer received assistance with basal rates and declined troubleshooting for low blood glucose.